Event description:
A cracked and shattered touchscreen was reported, rendering the pump's display unresponsive and illegible after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged to send a new replacement pump. The customer agreed to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode, return the faulty pump via ups, and program the pump settings into the replacement. The customer acknowledged and understood all instructions provided by technical support.